Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 56355 was returned and analyzed. Visual inspection of catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 2 applications on the event date. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. The dissection test showed kinks on the guide wire lumen at 0.733 inch and 1.144 inch from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen distortion. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.